Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right side pain/stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and vitamin d deficiency outcome was unknown. The reporter considered pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :vitamin d deficiency , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right side pain/stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and vitamin d deficiency outcome was unknown. The reporter considered pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case become serious incident. Date of insertion and date of removal was reported. Indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right side pain/stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency") and headache ("headache on just one side") and underwent tooth extraction ("I have had all but 13 teeth pulled"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vitamin d deficiency, headache and tooth extraction outcome was unknown. The reporter considered headache, pelvic pain, tooth extraction and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "vitamin deficiency, pelvic pain and headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event: I have had all but 13 teeth pulled. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left and right side pain/stabbing pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vitamin d deficiency") and headache ("headache on just one side"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vitamin d deficiency and headache outcome was unknown. The reporter considered headache, pelvic pain and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "vitamin deficiency, pelvic pain and headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event "headache" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.